Event description:
Procedure type: femoro-popliteal bypass. According to the reporter: the customer reports that the clips could not take the vessels, several vessels were torn off. This happened with 3 clips with the same lot#. Another device was used to complete the procedure successfully. The clamp remained stuck on the vessel, the clip did not close (traction on vessel). The clamp was removed with difficulty because the clip was stuck on the vessel: the vessel was damaged. 2 other devices with same lot# were used but would not work. A 3rd device with different lot was used to complete the procedure successfully. No unanticipated tissue loss. There was tissue damage. There was no blood loss greater than 500cc. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Functionally, instrument one was first fired once in air and proper clip formation was confirmed. Five clips were then fired on test media with proper formation. Two clips damaged the test media. The jaws and handles moved smoothly through the firing cycles and returned to the open position. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be higher than the manufacturing target. Instruments two and three were received fully applied; no further functional testing could be performed. The interlocks were properly engaged and prevented the jaw from approximating. The interlocks were also damaged; the pushers were extruded into the jaws; may have occurred during a sanitizing process. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the malformed clips. Subsequently, the complaint data did display an increased trend for clips not loading and malformed clips. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A process enhancement has been implemented to prevent this condition from recurring. Replication of the observed interlock damage may occur when the unit is subjected to a sanitization process. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).